Event description:
The maze procedure wouldn't work because the md said it never got cold enough. Something wasn't working right. Next cord box we opened worked properly and cooled properly to do the procedure efficiently. The first one wasn't actually used on patient, we tested it out prior to actual use, so just a near miss. Ats cryomaze clamp and surgical ablation proberef 60m1 sn (B)(4).